Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d5, d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported image failure was not confirmed. As the reported phenomenon did not reproduce, the root cause could not be identified. Based on the result of investigation the most probable cause of this complaint is no problem detected as the investigation findings do not lead to a clear conclusion about the cause of the adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received form customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use the subject device had no image signal output. There were no reports of patient harm.